Event description:
It was reported that there were unretrieved device fragments causing pain requiring intervention. The target lesion was located in the iliac artery. An 8 x 40 x 130 innova stent self-expanding was selected for use. During the procedure, a stent delivery device was introduced through the brachial artery over a guidewire to the target lesion. After removing protective components, the roller wheel was activated to deploy the stent, and the delivery device was then withdrawn. Post-deployment radiography confirmed the stent was completely deployed, the blood flow at the lesion position was smooth, no abnormality reported. About 10 days after the surgery, the patient began to experience leg pain. Initial imaging examinations showed no abnormalities, and the patient was discharged. On (B)(6) 2026, the patient's leg pain did not ease and came to check again. Color doppler ultrasound revealed the presence of a tubular object in the blood vessel, which extended from the main body to the ankle joint. On the same day, a procedure was performed at the groin of the thigh, and delivery sheath fragments were successfully retrieved using a snare. On (B)(6) 2026, the popliteal artery and ankle joint were operated on to remove the remaining section of the delivery sheath.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6).